Event description:
A remstar auto a-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the device evaluation, the service technician noted deteriorated foam in the device. Additionally, the service technician also noted an error code (e66) along with dust/dirt inside the device. The service center scrapped the device after the evaluation was completed.